Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following sections could not be completed with the limited information provided: date of event - day ni. Date explanted - day ni. Initial reporter - ni.

Event description:
It was reported the patient underwent a revision procedure approximately eight years post-implantation due to unknown reasons.